Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection did not show any abnormalities with the lead. Moreover, helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. The susceptibility of active helix fixation tips becoming clogged with coagulated blood or body fluid is a known risk with the device.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.